Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker. The pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. No compromised force sensor system alarm or blank display was noted. The pump alarmed unexpected restart after a battery change due to a faulty component on the interface board. The pump passed the idle current, run current, self test, off no power, displacement and rewind tests. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 289 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.